Event description:
It was reported that a flogard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of a downstream occlusion alarm, confirming the reported condition. The cause of the downstream occlusion alarm was determined to be an out of calibration downstream occlusion sensor. To correct the condition, the downstream occlusion sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.